Event description:
It was reported that during follow-up, the patient¿s right ventricular (rv) lead was found to have dislodged and was suspected to have fractured, and the stylet had failed to advance through the lead. The rv lead was subsequently explanted, and the patient was recovering.